Manufacturer narrative:
(B)(4). The ez-io g3 driver (catalog# 9058) (serial# (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. Thermal deformation was observed, indicating the motor was continuously run for an extended period of time. There is a potential for thermal deformation to occur due to unintentional activation when the driver is stored incorrectly. There was no power when the trigger was pulled. When the trigger was pressed, the led flashed red, indicating the driver was near its end of life. The trigger guard had been removed. The red led alert indicator is programmed to blink red when the trigger is activated and is near its end of life. Functional testing was performed and no issues were observed. The eeprom data was analyzed which showed that there was one extra-long trigger pull of greater than 5 minutes, further indicating that there was unintentional activation and the motor continuously ran for an extended period of time. The data also revealed that the trigger was pulled approximately 86 times after the led turned red to notify the customer to replace the device. Approximately10 of these 86 trigger pulls occurred during the investigation. (Con't) other remarks: a review of the certificate of conformance (c of c) found that the driver passed all release criteria. This device was manufactured in 08/2015 and is less than 1 year old. The investigation found that the driver functioned properly with no abnormalities or defects. Functional testing demonstrated that sufficient power existed in the driver to perform medium and hard bone insertions if appropriate technique is used (location and force). The complaint could not be confirmed. The ez-io driver IFU states "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining. Purchase and replace the ez-io power driver when the red led begins blinking." The investigation found the trigger was pulled approximately 76 times after the led began flashing red. The device was used beyond its useful life. Teleflex sells a vascular access pack (vap) as a way to store the driver and prevent unintentional activation. If the driver is not stored in the vap bag, the trigger guard should not be removed.

Event description:
The customer reports that during a cardiac arrest call, the driver started flashing red during initial insertion. Ems had a back-up driver available and was able to obtain io access; however, the patient did not survive. The lieutenant shift supervisor stated that the first driver failure did not affect the outcome.

Manufacturer narrative:
(B)(4) the device sample was not returned for evaluation at the time of this report.

Event description:
The customer reports that during a cardiac arrest call, the driver started flashing red during initial insertion. Ems had a back-up driver available and was able to obtain io access; however, the patient did not survive. The lieutenant shift supervisor stated that the first driver failure did not affect the outcome.